Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen for a programming session. He is bilaterally implanted and did not report a change in hearing. However, when asked to use concerned left side only, he reported decreased sound and understanding. Patient and family deny any injury, illness, falls, changes in medications.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. The problem appear to match the damage found. In addition facial nerve stimulation on two channels was reported, which is a known post-operative side effect of ci implantation. These channels were disabled. This is a final report.

Event description:
User was seen for a fitting session. Decreased hearing performance and speech understanding were discovered on the left side implant. No trauma, accident, changes in health nor medication is reported. User is reported to have poorer hearing performance as compared to the previous implant (concerto) and could not identify ling sounds easily. The user has been reimplanted with a device from another manufacturer.